Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that upon placing the impella 5.5 into the graft the doctor performed an arteriotomy to help place the impella across the aortic valve. Once across the valve and what was visualized on transesophageal echocardiogram seem to be deep and the physician was instructed by the anesthesiologist to rotate the impella 5.5 and not to advance the impella 5.5 but to rotate the impella 5.5 to orient the inlet to the apex of the left ventricle (lv). The physician elected to advance while rotating the device through the arteriotomy site and in the chest through the graft resulting in the perforation of the lv. The physician then retracted the impella 5.5 and fixed the perforation. Upon reattempting to place the impella 5.5 across for the second time the impella 5.5 again appeared to be in ideal depth and the doctor was instructed to rotate the impella 5.5 and the physician again advanced and rotated using the same exact technique as before and perforated the lv for a second time. The doctor again retracted the impella and fixed the perforation. On the third attempt, the physician seated the impella 5.5 shallow in the lv, and elected not to rotate the impella 5.5. The patient was then started on impella 5.5 support. Bypass was weaned, graft was trimmed and peel-away sheath was removed. The impella 5.5 was secured to the upper chest. However, the patient's chest remained open. Care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
The investigation of ventricle perforation has been completed. The pump was not returned for investigation. According to the clinical notes, the left ventricle was found perforated two times while using the technique to advance and rotate the pump. On the third attempt, the doctor opted to leave the pump in a shallow position and proceeded with the case. The pump was utilized for 9 days following the left ventricle (lv) repair and third placement. The cause of the ventricle perforation issue was most likely use related, based on given clinical details.